Event description:
It was reported through results of a clinical trial that three months and twenty days post index procedure using a drug-coated balloon catheter, the subject developed adverse event elevated venous pressure and bleeding in arteriovenous fistula which required additional surgical intervention. It was further reported that the subject had target lesion stenosis in the cephalic vein outflow with maximum initial stenosis of eighty percent. Standard percutaneous transluminal angioplasty and drug eluting stent were used for treatment. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. The adverse event were possibly related to the device, procedure and definitely related to av access circuit. It was further reported that four months and three days post index procedure, the subject developed an another adverse event arteriovenous fistula malfunction needing re-intervention. Furthermore, the subject had a new lesion in the cephalic vein with maximum initial stenosis of ninety percent. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. Reportedly, the adverse events were not related to device, procedure, but definitely related to av access circuit. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that three months and twenty days post index procedure using a drug-coated balloon catheter, the subject developed an adverse event of cephalic vein stenosis which required additional surgical intervention. It was further reported that the subject had target lesion stenosis in the cephalic vein outflow with maximum initial stenosis of eighty percent. Standard percutaneous transluminal angioplasty and drug eluting stent were used for treatment. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. The adverse event was possibly related to the device, procedure and definitely related to av access circuit. It was further reported that four months and three days post index procedure, the subject developed an another adverse event of arteriovenous fistula malfunction needing re-intervention. Furthermore, the subject had a new lesion in the cephalic vein with maximum initial stenosis of ninety percent. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. Reportedly, the adverse events were not related to device, procedure, but definitely related to av access circuit. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that three months and twenty days post an index procedure using a drug-coated balloon catheter, the subject developed adverse event cephalic vein stenosis which required additional surgical intervention. It was further reported that the subject had target lesion stenosis in the cephalic vein outflow with maximum initial stenosis of eighty percent. Standard percutaneous transluminal angioplasty and drug eluting stent were used for treatment. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. The adverse event were possibly related to the device, procedure and definitely related to av access circuit. It was further reported that four months and three days post an index procedure, the subject developed an another adverse event arteriovenous fistula malfunction needing re-intervention. Furthermore, the subject had a new lesion in the cephalic vein with maximum initial stenosis of ninety percent. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of zero percent. Reportedly, the adverse events were not related to device, procedure, but definitely related to av access circuit. The current status of the patient was unknown.